Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, "use only the syringe and needle provided by tandem diabetes care, inc. To fill the cartridge."

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer filled the cartridge using insulin pens. Tandem technical support educated the customer on how to properly fill the cartridge with fill syringes provided by tandem. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 126 mg/dl.